Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a check settings alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that every once in a while she hears a beep and is not sure why. The customer stated that when she presses the act button, nothing appears on the screen. The customer stated that when she checks the alarm history, she sees a check settings alarm in the history. The customer stated that she received this alarm about 12 hours after setting up on pump on (B)(6) 2015. The customer stated that she received multiple check settings alarm on her pump and has a beep maybe twice a day. The customer stated that the alarm did not occur after setting the time and date on the pump before rewound for the first time. The customer was advised to discontinue use of the pump. The customer will be sent a replacement pump.